Event description:
The following information was provided through a post-marketing study. A male with a history of a retinal tear and retinal detachment had surgery for a giant retinal tear in 2005. Subretinal migration of the product was identified and the residual product was removed approx five months later. The pt improved following removal of the product. The surgeon considers this event as non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.